Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced site infection; the device system was removed. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), product typ catheter, (B)(4): analysis of the pump revealed no anomaly, normal device function. Analysis of the partially returned catheter revealed non-significant anomaly, catheter incomplete, returned in segments.

Manufacturer narrative:
Corrected/additional information: patient code (B)(4) is also applicable for this event.

Event description:
Additional information was received from a healthcare professional via operative notes where it was noted that the patient had produced erosion of the lateral aspect of the pump secondary to repeated abrasion with his right upper extremity.

Event description:
Hcp reported the onset of infection in the device pocket was on (B)(6) 2012. Patient status risk factors before implantation were noted as post op wound/skin contamination. Peri operative antibiotics were administered. The signs and symptoms of infection were drainage and incisional wound opening. A culture was obtained from the device pocket; results were staphylococcus aureus. Treatment was oral and IV antibiotics and total device system explant. Patient outcome was indicated as the infection resolved. It was indicated the pump was delivering compounded baclofen. It was unclear what medication was in the pump.